Manufacturer narrative:
Concomitant device: s0521-02: implant s0521-02, magnetic sterile, s/n (B)(4). Product evaluation: analysis results are not available; the devices were not returned for evaluation.

Event description:
It was reported that a procedure was performed to explant a sophono hearing device. Additional information obtained from the doctor, who explained that the implant was removed due to the patient experiencing intractable pain. The patient was unable to function with the pain, which required ¿admission to a behavioral unit, acupuncture, kenalog injections¿. The implant was placed in (B)(6) 2012; the doctor stated that ¿she was complaining of pain from the implant even though she had not been using it for several years. For that reason, I do not think it was the magnet.¿ the implant was removed on (B)(6) 2016. At this time the patient is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of birth: (B)(6) 2000; date of this report: (B)(6) 2016; model #: s0263-00 catalog #: so263-00 UDI #: (B)(4). Device available for evaluation? Yes. Returned: (B)(6) 2017. Concomitant device: model #: s0263-00 date manufacturer received: 01/03/2017 device evaluated? Yes product evaluation: 2 un-sealed samples, part number s0263-00, from serial number (B)(4), were received for analysis. The 2 line item samples from this event were analyzed together. Visually, both implants were bent and had mounting tabs / holes broke off. Both implants had scratches on the front and back. The physical damage is likely the result of implantation and / or explantation. The magnets of both samples showed attraction to steel however the magnetic strength was not measured at this time. Only those measurements ¿not¿ effected by the deformation and / or breaks were measured. The measurements are listed in order of the line items (line item 10 s/n (B)(4)/ line item 20 s/n (B)(4)). The overall height shall be 2.59mm +/- 0.25mm and measures (2.60mm / 2.59mm), and the welds appear to be continuous with not voids per note 5; note - there is some variation in the location of the etching compared to the drawing. Dimensions measured are in tolerance. *per the base drawing: the overall diameters 12.90mm +/- 0.13mm measure (12.82mm ¿ 12.86mm / 12.85mm / 12.87mm); the chamfers per note 2 are present. Dimensions measured are in tolerance. *per the cap drawing: the cap diameter 11.00mm +/-0.05mm measures (10.99mm / 10.99mm). Dimensions measured are in tolerance. The device condition was out of specification due to the physical damage. Device manufacture date: may 2012, exact day unknown. (B)(4).